Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), adverse events which may require intervention and / or conversion to open repair include, but are not limited to branch vessel occlusion.

Event description:
On (B)(6) 2020, the patient underwent endovascular treatment of a chronic type b aortic dissection using gore® tag® conformable thoracic stent grafts with active control system (ctag-ac). The ctag-ac (tgu262615) was deployed above the celiac artery, subsequently the another ctag-ac was deployed proximally. The final angiography imaging revealed that the tgu262615 was deployed above the superior mesenteric artery, and the celiac artery was unintentionally covered. The physician attempted to push up the tgu262615 using a balloon catheter but not succeeded. It was observed that there was a blood flow from the superior mesenteric artery to the celiac artery, hence, the physician decided to monitor the patient, and the procedure was completed. The patient tolerated the procedure. The physician reported that during the angiography was performed, the image was enlarged, and the right renal artery looked like thick, so he thought that the right renal artery was the superior mesenteric artery .